Manufacturer narrative:
Exact date of post-operative device breakage is unknown. Additional product codes for this report include: hrs and hwc. The original implant procedure was performed on an unknown date approximately one (1) year ago. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 19, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient implanted with a 4.5mm variable angle locking compression (va-lcp) curved condylar plate returned to the physician's office on an unknown date a few days after hearing a crack in the area of the plate. During that visit, x-ray images were captured that showed a breakage of the device into two (2) pieces. The patient was returned to the operating room on (B)(6) 2016 to undergo a broken distal femur revision procedure. The broken plate was removed along with thirteen (13) screws. As the initial fracture had only healed about 70%, the patient was revised to a new plate and new screws. Additionally, bone graft from the patient was used to assist with healing. The procedure was completed without delay. Concomitant device(s) reported: cortex screws (part/lot: unknown / quantity: 8) and locking screws (part/lot: unknown / quantity: 5). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Gender has been clarified with the reporter and determined to be male. Update provided on this report. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.